Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the foreign material was not removed since the reprocessing was not conducted properly due to deformation of the nozzle, and device (reprocessing) was deviated from the instruction manual: the customer stated the device was not adequately reprocessed before being returned. However, the definitive root cause was unable to be determined and the foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states that detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed; there was a blackout image unable to restore. In addition to the foreign objects on the bending section cover adhesive and nozzle, the evaluation finding were as follows: the switch box had a stain, the universal cord had a stain, the plastic distal end cover had a dent, the scope cover had a stain, the grip had a stain, the right/left knob had a stain, the up/down knob had a stain, the nozzle was deformed, due to corrosion on the electrical connector, the image was not displayed, due to wear of the angle wire, bending angle in the left direction did not meet standard value and the connecting tube had a stain. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer initially reported to olympus that the gastrointestinal videoscope blackout image. The issue was found during maintenance. There were no reports of patient harm and no procedural involvement. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign objects were found in the nozzle and on the bending section cover adhesive.